Event description:
Cortrak tube placed [redacted]. On [redacted]-20 days later, the tube became occluded. The rn was attempting to flush it and the tube burst. It burst outside of the patient, right below the bridle clip, at approximately 69cm. The tube does not appear to have any additional areas of compromise.